Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that she did not receive a no delivery alarm. The customer's blood glucose was 1500 mg/dl at the time of the incident. The customer stated that she attempted to treat the high blood glucose with bolus through the insulin pump. The customer stated that the needle and cannula was bent. The customer stated that she was wearing the insulin pump at the time of hospitalization. The insulin pump will not be returned for analysis.